Event description:
Customer complaint of low blood glucose results. Customer normally reads between 150-170 mg/dl 2 hours after a meal. Results from memory are (B)(6) at 12:54p 181 mg/dl, (B)(6) at 11:12a 167 mg/dl, (B)(6) at 10:53p 46 mg/dl, (B)(6) at 2:43p 174 mg/dl, (B)(6) at 7:17p 77 mg/dl, (B)(6) at 8:40p 53 mg/dl. No adverse event reported.

Manufacturer narrative:
Product not yet returned for evaluation. (B)(4).